Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an unknown procedure, scissoring occurred at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.